Event description:
Olympus was informed that during a total laparoscopic hysterectomy, there were technical issues which included ultrasonic level error and probe damage error. This report is in reference to the third of the three thunderbeats that failed during the procedure due to failed probe checks error messages. It was noted that the probe broke and the broken material was retrieved without any patient issue. The device was exchanged for a fourth thunderbeat. The intended procedure was unsuccessfully completed with the device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this reported was returned to olympus for evaluation. The evaluation could not confirm the user's reported phenomenon of error message to replace the device. A probe check was performed on the device and no anomalies were found as both switches were normal. A visual inspection noted that the teflon pad was partially split and torn at the distal end. The proximal end of the device was inspected under microscope and the probe was fractured. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.